Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. The patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the arm. The patient was feeling dizzy and sweating. The cgm was low, and the blood glucose reading was 532 mg/dl. The patient was taken to the emergency room and there the bg reading was 680 mg/dl. There the patient was treated with IV fluids. The patient was discharged after 2 to 3 hours. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.